Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: please provide event dates and event details - in lap gastric bypass procedures standard 2 anastomoses are made: the gastro-entero anastomose & the entero-entero anastomose. Gastro-entero anastomose: slippage occurred , that is why the surgeon used an extra vicryl 3/0 to secure the anastomose end point, not trusting the stratafix. Entero-entero anastomose no problem. Was the procedure completed successfully? If so, how? Yes, with extra secure suture vicryl 3/0 sh. Was there any adverse patient outcome? None reported. Will the actual sample be returned for analysis? No it is in the patient.. Will any unopened representative samples of the same lot be returned for analysis? No.

Event description:
It was reported that a patient underwent a gastric bypass procedure on (B)(6)2017 and barbed suture was used. The bariatric surgeon reported that during the gastro-enteroanastomoses, the barbs were not holding and slippage occurred through the tissue when there was reverse tension on the suture. A different suture was also used to secure the anastomose end point. No adverse patient outcome reported. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.